Event description:
Complainant alleged that the clinicians were attempting to resuscitate a pt (age and gender unk) but, after several successful shocks being administered to the pt, the device failed to discharge energy. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.